Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended and a replacement interval was provided. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
It was reported that this device was subsequently explanted and replaced with another boston scientific product. The device is expected to be returned for evaluation. No additional adverse patient effects were reported. The boston scientific local area representative was contacted for return product details. No information has been received at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended and a replacement interval was provided. This device remains in service and no adverse patient effects were reported.